Manufacturer narrative:
The ventilator was investigated on-site. The ventilator's air gas module was found leaking. The air gas module had an internal leakage and the seals were broken. The air gas module needed to be replaced. The device logs were not received, and no parts have been returned for investigation. No investigation has been possible, therefore, the root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan, and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that there was a leakage in the ventilator. There was no patient involvement. Manufacturer's ref #: (B)(4).